Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device by manufacturer: on (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues over the phone. Fse had customer do a cup discard from the maintenance menu and everything was working ok. Customer ran daily check with no issues. During follow-up later that day, customer indicated the analyzer was down again. On (B)(6) 2015, fse arrived onsite and cleaned pre-treatment/detector table, checked and aligned all cup positions for those 2 tables x-axis cup for b/f and p/d. Fse checked and aligned all y-axis cup positions, cleaned b/f probes, sample nozzle was dirty and had build up inside, cleaned sample nozzle. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was x-axis cup to p/d table alignment off.

Event description:
On (B)(6) 2015, a customer reported stuck cup on pre-treatment/detector table with their aia-2000st analyzer. The customer is unable to run bhcg and ckmb patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and ckmb patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.